Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Clinical adverse event received for abnormal x-ray - tibial ap lucencies, poly wear : abnormal radiographic evaluation event is not serious and is considered mild event is definitely related to both device and procedure. Doi: (B)(6) 2009, doe: (B)(6) 2019, (right knee).

Manufacturer narrative:
(B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.